Event description:
In (B)(6) 2009, I went to (B)(6) lasik center. I had just barely passed my vision screening at the (B)(6)secretary of state. I talked to (B)(6) and he said lasik would be a great choice for me being that my prescription was so low (-2.5d). I did not go in for lasik, I went to see where my eyesight was. It was right at 20/40-20/50. I was assured by (B)(6) that I would be 20/20 and more likely 20/15 after lasik surgery. I scheduled surgery for (B)(6) 2009. I was told to be there at 1pm. I showed up at 1pm and was given informed consent papers to fill out by myself without anyone there to explain anything I might not understand. I did not sign the prk portion because I had no idea what prk was. There were many people there and I asked how many lasik surgeries were taking place-30 in 3 groups of 10. I thought this was too many and wanted to leave but my ride had left. Dr. (B)(6) was the surgeon and we were the #2 group. I was #7 which meant #17 of the day. I went into the surgical suite and they taped my left eye shut. Dr. (B)(6) then cut a flap in my right eye using a microkeratome of unknown manufacturer. He had me stare at the laser (a nidek ec5000) and performed lasik on my right eye. When he tried to put the flap back down he uttered a profanity and the mood quickly changed. The microkeratome had cut wrong. He worked for 15 minutes on the flap using the nidek ec5000 as a spot welder and then putting in a bandage contact. He then told me that he was changing the left eye to prk and looked at my informed consent paper. He made me sign the paper even though I told him that I did not know what prk was and to stop. He put a pen in my hand and said I know you can't see but try and sign. He told me that prk was the same as lasik just a different name. I signed the paper, I could not see. He then performed prk on left eye after the numbing drops had worn off. I screamed in pain for 30 seconds while my epithelium was debrided without a local anesthesia and then (B)(6) had me stare at the nidek ec5000 laser and put a bandage contact in that eye also. He looked at my eyes with a slit lamp and sent me on my way. Total time for both eyes 35 minutes, and I came out of there looking like I had been in a fist fight. I knew something was wrong that night and called (B)(6) and was told that the pain, uncontrollable tearing and bad vision was normal. On my follow up appointment (B)(6) 2009 I was told that there had been a problem cutting the flap and they were going to watch that eye very carefully. On (B)(6) 2009, (B)(6) made a special visit from (B)(6) to look at my prk eye because after 10 days my epithelium had not even become to come in. It was supposed to be healed over in five days. For over a year I complained about my vision and dry eyes. My prk eye was overcorrected to +.5d I was told by (B)(6) but that didn't explain the double vision, starbursts at night and generally bad vision. My vision was much worse than before surgery and my dry eye was unbearable. My left (prk) eye was worse and I had to use wetting drops every half hour. Finally on (B)(6) 2010 I went for a second opinion as I felt that something had gone horribly wrong. I was right. The nidek ec5000 had either completely missed its intended mark or dr. (B)(6) had put the wrong information in. I ended up with irregular astigmatisms which were not there before surgery and had a lasik flap that was hazy and very sloppy according to my second opening doctor (B)(6). I have recently found out that (B)(6) lasik centers nidek ec5000 has not been serviced this year (unsubstantiated) and is one of the reasons that I am filing this report. You, the FDA, should check on this before more people are disabled for life. You should also look at the microkeratomes they use and ask how often they change the blades. Also every groupon or living social deal they run violates your FDA letters sent to eye care professionals concerning lasik. Investigate this, this is your responsibility to the public and your job to keep the public from harm.